Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to report from the protect study, patient experienced a serious adverse event: increase of the thoracic aneurysm to 7 cm, evar implantation, kidney stent on (B)(6) 2021. Event onset date is (B)(6) 2021 and is ongoing. This event was deemed by the study investigator to be "probably" related to the device and "probably" related to the implant procedure. Pre-existing condition, debakey type a dissection, caused or contributed to the condition. The patient was hospitalized from (B)(6) 2021 for this event. Treatment included "3 tubular prosthesis aorta, stenting right renal artery. Infrarenal and abdominal treatment to close re-entries to stop ongoing perfusion of the false lumen in the thoracic segment of the aorta." Patient comorbidities include: "bmi 31.2, cardiac arrhythmia a-fib, copd, current smoker, hypertension."

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The lot history records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Patient (B)(6) is a 70-year-old female who had an amds55-de implanted on (B)(6) 2019. The event is reported as a vascular event as ¿thoracic aneurysm 7 cm¿ with an onset date of 03jun2021 reported as ongoing. The ae report described the event as ¿increase of the thoracic aneurysm to 7cm, evar implantation, kidney stent on (B)(6) 2021.¿ the event was deemed ¿probably¿ related to the amds device and ¿definitely¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿life-threatening illness or injury, in-patient hospitalization or prolonged existing hospitalization, and medical or surgical intervention to prevent permanent impairment of a body structure or function.¿ the patient was hospitalized due to the ae on (B)(6) 2021, and percutaneous treatment (stent) was provided with an ongoing event outcome. The patient was discharged on (B)(6) 2021. It is important to note that amds device was not removed, as there were no device malfunction or deterioration in characteristics or performance. The patient remained in the study. Per additional information provided by the study team: medical records could not be provided. The following comorbidities were detailed: bmi 31.2, cardiac arrhythmia a-fib, copd, current smoker, hypertension. The etiology of the event was described as ¿ongoing perfusion of the false lumen in the thoracic segment of the aorta through re-entries infrarenal/abdominal¿ and details on the treatment method/medical intervention include: ¿3 tubular prosthesis aorta, stenting right renal artery. Infrarenal and abdominal treatment to close re-entries to stop ongoing perfusion of the false lumen in the thoracic segment of the aorta.¿ no additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ is listed in the instruction for use (IFU) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. The amds risk file was reviewed and found to be adequate. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Adequate precautions are provided in the instructions for use. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.